Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device is a combination product. A promus element plus,mr,ous 3.50x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage consistent with the stent coming into contact with the lesion. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-mar-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 73% stenosed, eccentric, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilitation with 2.5x15mm and 3.0x15mm balloons, a 3.50 x 38mm promus element plus drug-eluting stent was advanced but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.